Event description:
It was reported that the customer had passed away at his college apartment. The cause of death was reported to be undetermined. The caller stated that the customer had an appointment with the endocrinologist, but never made it. The customer's roommate found him on the floor of his apartment, called the paramedics, who transported the customer to the hospital. The customer had low blood glucose which made him loose consciousness. After four and a half days, the mother was told that the customer would get a full recovery. After another four days, the customer died on the spot and cause of death was undetermined after autopsies. The customer had come out of the low blood glucose level and was fine right before he died. He was not wearing the insulin pump at the time of death; he had been disconnected for eight days prior to death, due to hospitalization. The customer was not using sensors and was not wearing one at the time of death. The caller agreed to return the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection. Peeling and chipping graphics were noted on the keypad overlay.

Manufacturer narrative:
Pump passed delivery volume accuracy test.